Event description:
After an implantation period of approx. 36 months, oversensing on the ventricular channel was reported. The lead was explanted.

Manufacturer narrative:
Upon receipt the lead was found cut 43 cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. A medial fragment (approx. 4 cm length) was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular 13 cm proximal to the lead tip the inner insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. 32 cm distal to the df4 connector pin the lead body was found deformed. However, the insulation was not breached. This damage most likely occurred due to a tight suture sleeve. Further damages such as cuts into the lead body (32 cm distal to the df4 connector pin), most likely occurred during the extraction procedure. The manufacturing processes for both leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.